Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated that the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, the impedance trend on the rv (right ventricular) pacing lead was variable, and the right ventricular lead integrity alert triggered. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that alerts triggered for unstable and low pacing impedances, short v-v intervals, and high frequency episodes. The pace/sense portion of the right ventricular (rv) lead was capped and replaced. The high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.